Event description:
Report received from the end user states that they developed a circumferential red rash under the hydrocolloid tape collar of her skin barrier. The end user does experience itching from the area. She changes her skin barrier every 2-7 days. She uses an ostomy powder and skin protective barrier wipes to the red rash like area. She had been using antifungal powder to the red rash like area but her professional health care provider did not feel it was fungal and instructed the end user to start using the sh powder. The patient's subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.